Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: rm52260147 ds10014728 bi mentum rk pe liner 28 47; cat# rm52260147 ; lot# 2104296a it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
(B)(4): (B)(6) patient was revised due to pain. There was no surgical delay.

Manufacturer narrative:
Reported event : an event regarding pain (leading to revision) involving a bi mentum rk cem cup 47 was reported. Conclusions : the reported device is an serf product. The products were not returned, no product for investigation can be performed. No x ray has been provided, no information. All batches are released in compliance with serf specifications. Serf has no evidence to determine the cause of the complaint. Revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Serf devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed.

Event description:
(B)(4): serf rc-23-0048 patient was revised due to pain. There was no surgical delay.